Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. One stent strut in the mid-section of the stent was lifted and pulled distally. The undamaged proximal crimped stent outer diameter measured within the maximum crimped stent profile specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 535mm distal to the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 14-oct-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.50x32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another synergy¿ stent. No patient complications nor injuries were reported. However, returned device analysis revealed stent damaged.